Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a standard generator replacement. Pre-procedure fluoroscopy revealed externalized conductors on the right ventricular lead. The lead was electrically stable but the physician elected to cap and replace it. The patient was stable.